Manufacturer narrative:
(B)(4). D10. Unk activcore nail unk monster screw aoci-axxx, ao custom implant - a complexity, lot: aocia2517. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that non-union was found during radiographic images and the rods and screws were fractured. The patient is asymptomatic and no reports of revision surgery has been planned. Additional information was requested but not available at this time.